Manufacturer narrative:
Problem of needle detachment. (B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a vaginal suspension procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture and was left inside the patient. The procedure was completed with another uphold vaginal support system.